Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: aquamantys 2.3 ¿ bipolar sealer ¿ product number: 23-113-1 ¿ lot number: unknown ¿ expiration date: unknown ¿ quantity returned: 1 testing performed: visual inspection: ¿ device packaging inspection: ¿ one returned aquamantys 2.3 device was received inside a medtronic shipper box, within a single biohazard bag, then within a ziploc biohazard bag with bubble wrap to fill the negative space. ¿ no original packaging was returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. ¿ event summary report included. ¿ device visual inspection: ¿ device appears used with betadine within the saline exit holes. ¿ saline present within the saline tubing line and drip chamber. ¿ all components appear in place, intact with no damage. ¿ there are no visual signs that relate to the reported complaint description. Functional inspection: ¿ the blue activation button has a definitive tactile feel. ¿ the device will be tested for functionality; electrical continuity and saline flow testing. ¿ electrical continuity must be <(><<)>(><(><<)><(><<)>)> 3 ohms resistance per circuit for each probe individual tip to appropriate plug ends which produced acceptable results and met the product specification requirements. ¿ right electrode = 0.8 ¿ (ohms) - pass ¿ left electrode = 0.8 ¿ (ohms) - pass ¿ button - switch = 0.8 ¿ (ohms) - pass ¿ the device and the complaint lab aquamantys pump generator was set-up for use. ¿ normal uniform saline flow was observed from both electrodes as indicted by steam or smoking around the electrodes, popping noises, and bubbles occurring around the electrodes which denotes the saline is boiling as it couples with the active electrode. ¿ the generator was set to medium flow at 100w to test the saline flow rate; the device was activated to allow collection of saline into two graduated cylinders. ¿ a total flowrate of 9.6 - 16 cc/min (12.8 nominal) with normal uniform saline flow from both electrodes is required which produced acceptable results and met the product specification requirements. ¿ flow from the left tip = 5.6 cc / min. ¿ pass ¿ flow from the right tip = 6.1 cc / min. ¿ pass ¿ total volume ¿ total flow rate = 11.7 cc / min. ¿ pass ¿ calculated the percentage of the total fluid which is represented by that of each cylinder with a 60 % / 40 % maximum split is required which produced acceptable results and met the product specification requirements. ¿ left electrode = 5.6 ÷ 11.7 = 48 % - pass ¿ right electrode = 6.1 ÷ 11.7 = 52 % - pass ¿ there was no observation of device sparking at the bipolar connector on the generator during functional inspection. Lhr review: a review of the lhr is not possible because the lot number is listed as unknown within gch and there was no original packaging returned to obtain the device information. Investigation conclusion: complaint not confirmed: the reported issue of ¿device spark¿ contained in gch was not duplicated in the laboratory environment. The device and generator function as intended with no failures. This complaint will be tracked and trended within gch. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a procedure, a spark occurred at the bipolar connector when the aquamantys device was connected to the generator. There was no patient or user impact.